Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during removal surgery of a broken 5.0mm non-self-drilling schanz pin on (B)(6) 2018, after the staff set the tool properly, the femoral extractor tool's holding sleeves suddenly broke during removal. The parts that broke were the 55mm holding sleeve with the inside screw clamp and the 105mm holding sleeve with the inside screw clamp. These parts were attached to the guide pins located in the patient. The surgeon had no way to remove the clamp with the broken screw still inside the sleeve's hole. He decided to remove the guide pin completely with the broken clamp. They discarded all items in the waste bin during the surgery. There was a five (5) minute surgical delay. The surgery was finished with no further issues. The patient outcome is unknown. Concomitant device: guide pins (part: unknown, lot: unknown, quantity: 2). This report is for a holding sleeve 55mm. This is report 1 of 2 for (B)(4).